Event description:
It was reported that the right ventricular (rv) lead exhibited high superior vena cava (svc) coil impedance. While attempting to remove the rv lead with laser extraction, the right atrial (ra) lead was damaged. Attempts were made to remove the ra lead but were unsuccessful. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d154awg implantable cardioverter defibrillator,  implanted: (B)(6) 2008; product ID 507652 implantable pacing lead, implanted: (B)(6) 2001. (B)(4).

Manufacturer narrative:
Product event summary: a proximal segment of the lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.